Manufacturer narrative:
We have received the level sensor for investigation. Level sensor has been installed and test run for 2 days has been performed. Four times, 2 hours. Observation: no failure detected, no pump stop occurred. When moving the sensor, if sensor is already connected to the level sensor pad, an alarm and a pump stop occurs. Then the pump automatically restarts when sensor is released. This occurs on the contacts of the sensor and level sensor pad. A malfunction of the sensor could not be detected. Thus failure could not be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Event description:
It was reported that there was a pump stop caused by intervention of the level sensor. By unlocking the level intervention the pump continued to run. There was no pt effect reported. (B)(4).

Manufacturer narrative:
The level sensor will be returned to maquet medical systems for investigation. Serial and part number of the hl 20 are unk to the MFR. A supplemental medwtach will be submitted if add'l info becomes available.